Event description:
A study in israel reported a cartridge alarm indicating that all insulin deliveries had stopped due to the cartridge not being usable, which persisted even after replacing several cartridges. There was no adverse impact to the customer's blood glucose level. The participant was provided a new pump, and no further details were obtained as the report was submitted by the clinical team from a post-market device study.